Event description:
It was reported that the patient presented in clinic for complaint of diaphragmatic stimulation. It was later determined that it was pocket stimulation. Failure of capture and high threshold was also noted on patient's left ventricular lead. Chest x-ray was performed and confirmed that the lead was dislodged. No information about intervention was reported. There were no patient consequences and the patient was in stable.

Event description:
New information received notes that the patient presented in clinic for left ventricular lead revision due to dislodgement. The lead was explanted and replaced on (B)(6) 2022. The patient was in stable throughout the procedure.